Event description:
The hosp reported that during a saphenous vein harvesting procedure, the cautery function on the harvesting cannula was intermittent. A replacement unit was to complete the procedure. The hosp did not report any pt complications.